Event description:
Pta was being performed in a iliac with moderate calcification and 90% stenosis, vessel tortuosity was unknown. Approach was made ipsilaterally. The target lesion was crossed with guidewire (details unknown) and pre-dilated with opta pro balloon catheter (catalog/lot unknown). Then, the first smart control (pi#1, 10x30) was delivered to the target lesion. However, even from the stent positioning, the stent was inaccurately positioned so the stent was not placed in its intended position during the stent deployment. An additional smart control (pi#2, 10x40) was delivered but this one was also slightly placed out from its intended position in the lesion. The procedure was completed without patient injury. No product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment.

Manufacturer narrative:
Pta was being performed in an iliac artery with moderate calcification and a 90% stenosis. Approach was made ipsilaterally. The target lesion was crossed with guidewire and pre-dilated. The first smart control (pi#1, 10x30) was delivered to the target lesion. However, the stent was inaccurately positioned and was not placed in its intended position. An additional smart control (pi#2, 10x40) was delivered but this one was also slightly placed out from its intended position in the lesion. The procedure was completed without patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15441316 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2012-00009 and 9616099-2012-00010.

Manufacturer narrative:
This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2012-00009 and 9616099-2012-00010.